Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had contact with paramedics due to low blood glucose levels. It was reported that the incident was a past event, and the customer was doing fine now. It was reported that the customer did not wish to follow up. No further information provided.